Manufacturer narrative:
H3: the revision reported was likely the result of tibial insert prosthesis wear. The alleged joint instability may have lead to the prosthesis wear, but this potential root cause could not be confirmed from the provided information. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. D10: (B)(6) 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t.

Event description:
As reported, approximately 3 years and 3 months post the initial left total knee arthroplasty, the patient returned to the surgeon's office with complaints of pain, swelling, instability, and dissatisfaction. The patient was revised. The op report noted there was evidence of mild-to-moderate wear involving the posterior medial aspect of the polyethylene in particular. Despite vigorous impaction, the femoral and tibial components were stable, though there was evidence of some lysis involving the medial aspect of the tibia. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.